Event description:
Complainant alleged that during the monitoring of a pt who was possibly presenting a pulseless electrical activity heart rhythm, the device displayed a "low batt" error message and then shut down. The medics installed another battery, but the device would not power-on. The medics then installed a third battery, but again the device would not power-on. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.